Event description:
Plastic (ceramic) tip missing from an instrument discovered after turp procedure. Surgeon made aware, kub ordered. Foreign body noted in the bladder. Surgeon notified of results of kub. Pt notified. Pt placed on antibiotics, indwelling catheter and will return to surgery in days. Mfg notified.